Event description:
Very difficult to remove a catheter from patient used to deliver chemotherapy; it was first installed about three and a half years ago. Scar tissue build-up was noted by surgeon. This was the second event with this same catheter type over the past few months.